Event description:
It was reported that the t: slim x2 pump battery would not charge, with a power source alert appearing in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer initially experienced unstable charging and had to hold the cable in place to charge the pump. After trying different charging cables without success, tandem technical support sent a replacement cable and wall adapter. Using the new charging supplies resolved the issue, and the pump began charging without further assistance.